Manufacturer narrative:
Product event summary: analysis confirmed that the output connector assembly was broken.

Event description:
It was reported that the ventricular cable port on the external pulse generator (epg) was damaged. The epg has been returned for service. There was no patient involvement.